Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was lifted. Additionally, it was reported that cartridges did not fit onto the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.